Event description:
On (B)(6) 2012 patient reported having issues with the buttons on the infusion device. Patient stated the up button and the check button on the infusion device is not working. Patient reported she does not recall when the buttons stopped working. Patient stated the buttons are working intermittently. Patient reported it does not matter how hard the buttons were pressed and could not recall if the buttons made an audible sound. Patient stated the buttons do not pop back up when pressed. Patient reported receiving the button recall notification and just filed it away. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.